Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: ((B)(4)) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: ((B)(4)) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: ((B)(4)) the overall 24 month product complaint trend data for the period sept 2019 to aug 2021 was reviewed. There were no triggers identified for the review period. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. Communication/interviews: ((B)(4)) communication/interviews were performed to obtain all possible information. Device not returned: ((B)(4)) despite request and/ or customer indicated that the device would be returned; however, no device was returned.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, there were metal shavings that came off while the product was being used. The customer retracted the device out of the leg and recovered all of the shavings successfully.